Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the database was bloated. The technical service engineer trimmed the database size down to 7gb to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a database failure. Inability to pull medications for patients. The customer reported that there was a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this incident.